Manufacturer narrative:
B3: event date is unknown. H3: product analysis # (B)(4), product: 9560524, lot no: my18m001r. Analysis confirmed that there were deformation of the threads of the handle screw, deformation of the holder, and wear of joint 1 and cable during the inspection at the time of acceptance. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (service & repair, manufacturer representative, user facility) regarding a flex arm having spinal therapy. It was reported that the instrument moved/worked poorly and it could not be stopped. It is still unknown whether the patient is involved or not. There were no further complications reported regarding the event.